Event description:
It was reported that the customer experienced high blood glucose of 444 mg/dl and was treated with manual injection. It was also reported that the insulin pump alarmed motor error during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.